Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and stated that the customer updated the pump¿s software and started using the instinct cgm(continuous glucose monitoring), and was then unable to enter smartguard. When the customer checked the smartguard checklist, the smartguard updating option was not checked. The customer reported a blood glucose value of 436 mg/dl and treated hyperglycemia with an insulin pump and bolus, the event involved product(s) mmt-1884, 78893-01, mmt-431ag, mmt-342g. Troubleshooting was performed for hyperglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature was not active at the time of event. The customer requested assistance with entering auto basal. Reviewed the auto mode readiness/smartguard checklist screen. Explained what was missing to enter auto mode/smartguard and how to resolve it. No further patient complications were reported. No product replacement or return was required for mmt-1884, 78893-01, mmt-431ag, mmt-342g.